Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed and the failure mode was confirmed. The clinical/medical investigation concluded that, based on the provided documentation, the root cause of the reported revision was the broken locking ring; however, the clinical root cause of the breakage cannot be concluded, as it was reported that there was no prior injury. The patient impact beyond the reported symptoms and the revision procedure cannot be determined. Therefore, no further clinical assessment can be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed

Manufacturer narrative:
Internal complaint reference number: case(B)(4).

Event description:
It was reported that a revision surgery took place on (B)(6)2021 to remove the r3 const 56mm due to a broken locking ring. Primary surgery was performed on (B)(6) 2019. After explantation of the above, the revision procedure was completed with a zimmer cemented constrained liner. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.